Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the unexpected delivery of a ventricular tachyarrhythmia therapy. T-wave oversensing (twos) detected and shocked inappropriately despite the twos discriminator withholding prior to detection. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited t-wave oversensing (twos). It was also noted that the twos discriminator did not work on the implantable cardioverter defibrillator (ICD) device due to the intermittent twos. Reprogramming was performed. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.